Event description:
Pt's spouse reported malfunction on pt's cadd solis pump. Pt's spouse reported this morning about an hour ago they received alarm/error message, specific alarm code unknown. Pt's spouse stated they could not acknowledge and could not power off pump. Batteries were taken out and placed back in and pump reset. They did not attempt to use pump again. Pt's spouse repots screen was pink and left side had 4 triangles with symbol on side, like 4 volts. Pt's spouse reported it had the number (B)(6) and other numbers underneath 4619, then 5187, then 0, then 0. Pt's spouse stated 5¿10-minute lapse in therapy. Pt was able to switch to backup pump and continued infusing. No symptoms reported. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 26ng/kg/min. Did the reported product fault occur while in use with pt? - yes; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - unknown did pharmacy replace device? - yes; did the pt have a backup device they were able to switch to? - yes. If yes, was the pt able to successfully continue their infusion? - yes; is the infusion life-sustaining? - yes; outcome? - unknown. Diagnosis for use: pulmonary arterial hypertension.